Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 462mg/dl which was treated with insulin pump but customer was on flex pen. Customer states that they had blood glucose of 180mg/dl as boluses are not working after eating breakfast and blousing blood glucose was 233mg/dl and then 462mg/dl. Customer¿s current blood glucose was 115mg/dl. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape, down and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.(B)(4).